Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported failure to advance could not be tested as it was based on operational context. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure; however, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. It was reported that the stent delivery system (sds) was attempted to cross the target lesion; however, the sds failed to cross due to the dissection resulting in failure to advance. In addition, analysis of the returned device confirmed the crossing profile met specification. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). The 3.5x33mm xience xpedition stent delivery system (sds) attempted to cross the target lesion; however, the sds failed to cross due to a dissection. Therefore, 3x33mm xience xpedition stent was used to continue the procedure. There was no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.